Manufacturer narrative:
Event site full address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4): device not returned.

Event description:
It was reported that 11 devices had a vapor-like substance inside the intra-aortic balloon (iab) insertion kit. There was no patient involvement and no adverse event reported. This report is for #4 of the 11 devices.

Manufacturer narrative:
No decontamination was performed for this product since it was returned in its original packaging and intact. It has not been exposed to any clinical or known biohazardous conditions. The catheter kit and insertion kit were returned intact and sealed. Photos were also provided and reviewed. The evaluation consisted of a visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of this fluid has been tested via infrared spectrum analysis and found to be silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear between the tray and the clear tray cover. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (health effect ¿ impact code). Complaint record ID (B)(4).